Event description:
A customer family member called to report that the customer received a reading of 34mg/dl on their freestyle meter, when she became symptomatic, i.e. "Couldn't speak and couldn't see", was shaking. The paramedics were called and treated her with candy, 2 spoons of sugar and juice. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.